Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The IFU for this kit, e-17019-109a; rev. 07, was reviewed as a part of this complaint investigation. The IFU warns the end user, "never advance catheter more than 5 cm beyond the needle tip. Advancing catheter more than 5 cm increases the likelihood of catheter-related complications." The IFU warns the user, "the IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter with no evidence to indicate a manufacturing related issue. Therefore, the potential cause of the catheter breaking could not be determined based upon the information provided and without a sample. It should be noted, according to the customer, the sample is being sent to a third party for review. Based on this, if the sample is forwarded to teleflex afterwards, teleflex cannot take responsibility for the integrity of the product.

Event description:
The report states: the nurse was removing catheter and an estimated 5cm broke off in the patient. With that being said the patient will need surgery to remove the rest of the catheter. Additional information indicates that the patient has not had a surgical intervention to remove the broken part.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: the nurse was removing catheter and an estimated 5 cm broke off in the patient. With that being said the patient will need surgery to remove the rest of the catheter. Additional information indicates that the patient has not had a surgical intervention to remove the broken part.